Event description:
It was reported that the lead was tested with analyzer and rv lead impedance was greater than 3000 ohms. The lead was capped and replaced. After placing new lead, hvb lead impedance was measuring greater than 200 ohms with device. The new lead was tested with analyzer and was "normal". The ICD was explanted and replaced and all measurements were within normal limits. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) analysis of the device found no anomalies.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) analysis of the device found no anomalies.

Event description:
Asku

Event description:
It was reported that the lead was tested with analyzer and rv lead impedance was greater than 3000ohms. The lead was capped and replaced. After placing new lead, hvb lead impedance was measuring greater than 200ohms with device. The new lead was tested with analyzer and was "normal". The ICD was explanted and replaced and all measurements were within normal limits. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.